Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl. Low bg cause was not known and the customer consumed carbohydrates to address bg. Reportedly, the customer's daughter and emergency medical services (ems) were contacted to provide assistance for the low bg event; however, no assistance was required as the customer was not incapacitated. Recommendation was made to consult with a healthcare provider to discuss diabetes management.